Event description:
Customer reported the infusion set disconnected by itself and this resulted in hyperglycemia of "hi" (>600 mg/dl). No adverse event was reported. The alleged product was discarded and cannot be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.